Event description:
On (B)(6) 2012 customer reported that the cx5 delta instrument was giving a di water pressure too high" messages. Customer stated that they attempted to adjust the "di water pressure and noted the probe rinse solution squirting out of the probe rinse bottle. Customer stated that the volume of spilled probe rinse solution was nearly 1 liter. Customer was unable to adjust the water pressure and a system reboot did not resolve the issue. Customer stated that no injuries were reported and no erroneous patient results were generated. A service call was generated. Field service engineer (fse) inspected the instrument and found that the tubing had disconnected from the restrictor on the probe rinse line. Fse trimmed the line and reattached it to the restrictor. Fse prime the instrument and verified that no probe rinse solution was leaking. Fse also replaced the di water regulator and adjusted the pressure to 10.5. Fse verified operation by running quality control. This resolved the issue and no further problems were reported.

Manufacturer narrative:
(B)(4).